Event description:
New information received noted that (B)(4) transmission showed little information on the corvue trend. It was undetermined why some data was missing on the trend. The patient will continue to be followed.

Event description:
It was reported that a nonsustained lead noise event was transmitted from merlin.net. Intermittent undersensing was observed. Reprogramming the device was recommended to change the sense/pace vector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.